Event description:
It was reported that the patient had turned off the peripheral nervous system (pns) leads as it burned and sting.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 17574030.